Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the power was intermittent, and the device did not start up due to faulty power supply (convertor). The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed upon device evaluation. The device could not be turned on due to a defective power supply. It was an intermittent issue. The power supply unit had poor appearance, but it does not affect the function. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center failed to power up. The malfunction was found during inspection as part of device maintenance. There was no patient involvement.